Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, a frayed cable was identified. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cables are both frayed at the distal clevis hub and stick out at the wrist. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing. Failure analysis investigation also found that the distal end of the main tube has various scratch marks exhibiting light material removal. The scratches are various lengths and not axially aligned with the tube. It was concluded that the damages found to the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No other damage was found.